Manufacturer narrative:
Device was not quarantined by user facility for return to manufacturer. Device not kept by facility for return.

Event description:
Patient was observed walking around to the other side of the bed and sitting back down. After sitting back down the chair pad alarmed.